Event description:
It was reported an occlusion alarm occurred. There was no information available regarding any adverse impact on the customer's blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.